Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) regarding the universal surgical manipulator arms seemed to be bouncing as the surgeon was moving them. According to the csr, the da vinci system had been moved around due to the operating room construction. Tse advised that the construction could be causing the system to tremor if the floor was vibrating. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could not replicate the issue. The system was verified and ready for use.